Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement of 125 ohms. Technical services (ts) discussed trend patterns and troubleshooting options. The health care professional (hcp) to have patient complete an upload in a week, and clear the alert during the next patient office visit. The lead remains in service.